Manufacturer narrative:
Failure analysis confirmed no thermal damage upon visual inspection.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken wire of the long bipolar grasper (lbg) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The lbg instrument was analyzed and found to have a broken conductor wire. The instrument failed electrical continuity. The grip tips were manually manipulated and intermittently failed the continuity test, indicating that the conductor wire was broken at the grip-crimp location. Visual inspection showed thermal damage. No signs of damage were found in the housing. The complaint regarding the broken wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the long bipolar grasper (lbg) instrument wire was broken. The customer used a new lbg instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.